Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the peritonitis was related to a fresenius device or product. During follow-up, the patient's pd nurse reported that on (B)(6)2020 the patient had a pd culture (obtained in the outpatient pd clinic) which yielded no organism growth and an elevated white blood cell (wbc) of 412. The patient treated on an outpatient basis with vancomycin intraperitoneal (ip)- per clinic algorithm, on an outpatient basis. However, on a repeat pd culture (obtained on (B)(6)2020) the patient's wbc was not improving with antibiotic therapy and increased to 1368. As a result, the patient subsequently required pd catheter (not a fresenius product) replacement (on (B)(6)2020) as the pd catheter reportedly had biofilm. The patient was placed on temporary back up hemodialysis while the new pd catheter was healing. The patient resumed pd therapy on (B)(6)2020 and has recovered from the event, per the nurse. The nurse stated the peritonitis event is not associated in any way to fresenius device, product. Additionally, there were no reported fluid leaks in relation to this event. The nurse attributed the peritonitis to the pd catheter (not a fresenius product). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).